Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for a low drain volume alarm, the home patient (hp) reported that solution was leaking on the floor. This occurred during initial drain of peritoneal dialysis therapy. The hp stated that they could not tell where the leak was coming from. The technical service representative assisted the patient in ending therapy. There was no patient injury or medical intervention reported. No additional information is available.